Event description:
It was reported by the patient that a skin irritation characterized by excessive itching, redness, and welts occurred while wearing the pod between 49 and 71 hours. The affected area was described as red, irritated, and welted upon pod removal. The patient sought medical attention through an outpatient visit with a healthcare provider and was prescribed cortisone cream, which reportedly resolved the symptoms. No blood glucose values were provided. A new pod was applied successfully.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation and healthcare provider visit with prescription. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: no data available. Omnipod software app version: no data available. Operating system: no data available. Hardware: no data available. Cgm sensor type: no data available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.